Manufacturer narrative:
The reported events of lead damage and failure to capture were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray analysis found the outer coil to be bent and compressed, and the five filars were fractured on multiple locations. The inner and outer insulation were also breached in this region consistent with clavicular crush damage. Two external insulation abrasions were also noted consistent with friction to the device can. The cause of the reported events was isolated to the fracture outer coil and the lead to can abrasion. All other damages found were consistent with procedural damage.

Event description:
During a follow-up in clinic, a loss of capture due to suspected damage was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.